Event description:
Please know that inductigraft is not registered in the us. It is has similar composition to actifuse bone graft substitute ((B)(4)). The following is a report from study ((B)(4)), (a (B)(4) clinical study to evaluate the performance of inductigraft). Protocol #: (B)(4); ce# (B)(4); site #: (B)(6); subject #: (B)(6). Age at time of onset: (B)(6); gender: male surgery was performed on (B)(6) 2012, using inductigraft. Patient experienced low back pain of increasing severity with dysaesthesia of feet. Date of onset: (B)(6) 2012. Aside from the increasing back pain, the patient also complained of leg pain with recurrence of neurogenic claudication and numbness of feet and toes. Patient hospitalized on (B)(6) 2012 and had a CT scan, neurologic examination, and diagnostic infiltration. According to findings, revision surgery may be scheduled. Concomitant drug taken at the time of the ae ((B)(6) 2012), was pantozol 40 mg; unit: 1-0-0 as a prophylaxis. Therapy to treat the ae began on (B)(6) 2012: patient given tilidin/naloxone dose: 50/4, unit: 1-0-1

Manufacturer narrative:
(B)(4). Additional information received on (B)(4) 2012: it was confirmed that during the initial surgery 20ml of inductigraft was used, and the lot number was eln83f0461lp. On (B)(6), the patient had decompressive surgery l4 - s1 bilateral, laminectomy l5. Also, a causality assessment was provided stating that it was not related to device or to the procedure. Additional information received on (B)(4) 2012: ae-term (diagnosis): pain. During the microsurgical decompression on (B)(6), l4/5 bilateral laminectomy l5, neurolysis l5 and s1 bilateral, suture of iatrogenic dural leakage occurred. After decompression, leg pain subsided. Then postoperative seroma worsened medical condition. Patient complained about back pain and headache again. No further revision surgery necessary. Finally there was a spontaneous reduction of symptoms and the issue resolved on (B)(6) 2012. The patient was also discharged on (B)(6) 2012. Baxter final medical assessment: given the spontaneous resolution of symptoms without removal of inductigraft, no contribution of symptoms can be associated with the use of the product. The reported symptoms are most likely related to the iatrogenic inadvertent opening of the dura during the spinal procedure, which later caused the occurrence of a subcutaneous csf effusion accounting for the headaches and reoccurrence of neurological symptoms. The event was deemed not related to the use of inductigraft.

Manufacturer narrative:
(B)(4). Baxter medical assessment: inductigraft has been used for the posterolateral fusion in a patient undergoing laminectomy for spinal lumbar stenosis. Two months post surgery low back pain of increasing severity, recurrent claudication spinalis and radicular, ischiadic pain reoccurred. While a follow up CT scan has been performed, it is unclear what the findings are. Revision surgery has been scheduled. Occasionally surgery, pathology and instrumentation related factors might determine the described course of events. This is why, for the judgment of a potential causal relationship to inductigraft the findings of the CT scan, x-rays and the intraoperative findings are necessary. Due to the lack of information, this case is being conservatively reported. Baxter is currently in the process of following up with the surgeon for additional information. A follow up report will be submitted upon receipt and evaluation of additional information (st scan, x-rays, and/or intraoperative report).